Manufacturer narrative:
Expiration date unknown as lot is unknown. Hospitalization and new line inserted is not labeled. Disconnect not labeled in the instructions for use. Device manufacture date is unk since lot is unk. Event is still under investigation.

Event description:
Info was provided to the MFR on (B)(6) 2011 that the mother noticed blood oozing from catheter. She noticed the catheter was severed at thin/thick junction. Catheter was clamped and disinfected. Based on the info provided, a foreign object did not have to be retrieved from the pt. New line inserted after pt admitted to hospital.